Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per 1501-006-000 swi-sd-inf complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00728519 case subject: npi 8015 not turning on account name: (B)(6) hospital account #: 1677050 asset name: 8015ls pcu dom v9.19.1.2 a/b/g asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: customer reporting their 8015 (sn: (B)(4)) not turning on when the system on key is depressed. Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: customer already replaced keypad with now change. It was determined the customer was using a non-alaris battery. Informed customer the third party battery most likely damaged the power supply board, and the switching power supply. Recommended sending in for repair. Customer will send in for repair. Ended call. Ref:_00d30y0yr._5000l1jpdsz:ref